Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient b3: date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was about 3 nights ago the pts controller was not working. Patient noted they had used the controller the other night and charged the implanted neurostimulator. Patient went to charge the controller and the controller was dead. Patient could not turn the controller on or do anything with it. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller powered on. Patient got the message software problem 1. Intellis 2. 3. 6 3. 245 4. Ens. Sm. C. The issue was not resolved. An email was sent to the repair department to replace the controller. Upon further review pt stated they had software message appear last night which is why the controller was not working.